Event description:
Premature failure of lightbulb (contains mercury) resulting in emission of a toxic vapor-exceeding oshapel & niosh rel standards. Hour meter (intended to count # of hours the bulb has been in use) randomly/intermittently resets itself to zero.